Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: name of index surgical procedure? Pose of a tvt-type sub-urethral mesh. The diagnosis and indication for the index surgical procedure? Mixed urinary incontinence with low closing pressure and effective tvt test. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Perception of the prosthesis by touch. What was the initial approach for the index surgical procedure? Vaginal route. Were any concurrent devices implanted? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? During the post-op visit 1.5 months after the operation. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Probable early release of a vaginal closure thread opposite the prosthesis. What is the patient's current status? Recovery surgery for trimming with preservation of the prosthesis, cessation of stress incontinence, reduction in urge incontinence, no exposure of prosthesis, sutures still present, no signs of infection, to be reviewed in 2 weeks.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6)2023 and mesh was implanted. Exposure of a suburethral prosthesis at the vaginal level was observed during the postoperative visit on (B)(6)2023. The patient underwent surgical recovery in the operating room for trimming on (B)(6)2023. There were no signs of infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for the exposure including findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.